Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the caller requested a review of a ventricular episode recorded in this pacemaker system. The caller also requested a review of an electrogram (egm) from february 2026, however, found the egm was unavailable. Technical services (ts) discussed the egm was unavailable due to a storage limitation with the system. Only the two most recent egms would be stored. Ts reviewed the available egm's and observed myopotential oversensing. Ts suspected that due to the age of the right ventricular (rv) lead and this right atrial (ra) lead, they were likely experiencing insulation breakdown. This ra lead remains in service. No adverse patient effects were reported.